Manufacturer narrative:
Additional information was provided by the authorized service provider via a request for further information response received on october 10, 2023. It was confirmed that no patient was harmed as a result of the reported issue.

Event description:
Philips received a complaint from the customer reporting the touchscreen on the v60 ventilator is intermittently unresponsive to user touch. The device was in clinical use. The customer alleges the user is not able to effectively manage the patient's condition as a result. The device was exchanged for an alternative device to continue therapy. The complaint states "the patient needs to use a non-invasive ventilator for assisted ventilation to improve the situation of wheezing, suffocating and hypoxia. When the v60 ventilator is used, the touch screen occasionally fails to respond, and the hypoxia parameters of the patient cannot be improved in time. In order to ensure treatment, we coordinated the replacement of another ventilator to continue the treatment of the patient, and then reported to the medical equipment department to contact the manufacturer for maintenance." The complaint indicates impact to patient and type of harm as "delayed treatment", but also says "yes" in response to actual harm. No other clinical information or medical intervention was reported and there was no actual injury reported. The device was exchanged for an alternative device to continue therapy. Upon a response received to request for further information, a philips authorized service provider (asp) then reported that no medical intervention was necessary. It was reported that the philips device was unrelated to the potential decline of the patient condition. The asp reported the device was repaired and passed performance verification testing before it was returned to service. No replacement parts were utilized. The customer did not provide further details regarding the patient and repair activity. If additional information is received, the complaint file will be reopened, and supplemental reports will be submitted.

Manufacturer narrative:
E1 reporter phone number (B)(6).